Event description:
It was reported patients ipg was eroding through the skin and as such surgical intervention took place on 15mar2024 where the ipg was replaced to address the issue. Therapy was restored.

Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.